Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose 450mg/dl. Customer was treated with manual injection and insulin pump. Customer state after lunch her blood glucose was 250 to 260 mg/dl and then it went to above 300 mg/dl. The insulin pump will not be returned for the analysis.